Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had foggy vision and difficulty reading. The surgeon could not detect any defect on the lens. The lens was exchanged for another lens. Additional information was requested.

Manufacturer narrative:
The lens was returned in a specimen cup labelled with the patient information. The lens has been cut across the center and is in two pieces. Power and resolution testing could not be conducted due to the lens condition. The root cause for the reported visual issue could not be determined. The power and resolution of the returned lens could not be evaluated due to the optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).